Event description:
Information was received indicating that while batching a fentanyl compound, a leak was noticed in the clear tubing while pushing the drug into a smiths medical cadd cassette reservoir. The technician was compounding a fentanyl cassette and while injecting the medication in the cassette, she noticed the fluid squirting from the tubing during insertion. No patients received any medication housed within the faulty cassette. The technician discontinued the preparation using that cassette and there was no patient involvement.